Event description:
It was reported that (1) dh010 was used during a lap chole procedure. It was reported by the rep that according to the scrub nurse, the blade had never been used. This was the first case for this blade and they could only get the straight tone. Opened another dh010 and it worked fine. There was no consequence to pt.